Event description:
It was reported that externalized conductors were observed. The patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two parts. Externalized conductors due to external insulation abrasion were noted at 9.4cm to 11.9cm from the distal tip. External insulation abrasion was found at 10.3cm to 11.1cm from the distal tip. External insulation abrasion was found at 7.7cm to 7.8cm from the is-1 connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
New information received notes the lead was explanted and replaced.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.